Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the sensor session stopped without input or warning. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the sensor session stopped without input or warning could not be determined. A root cause could not be determined.